Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, neuromuscular problems and vaginal scarring. On (B)(6) 2008 the patient underwent mesh explant due to erosion. On (B)(6) 2009 the patient underwent resection of bladder lesion. On (B)(6) 2009 the patient underwent bladder electronic stimulator implant stage 2 due to sui. On (B)(6) 2012 the patient underwent mesh explant due to bladder outlet obstruction. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2001 and (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.